Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they started getting uncomfortable stimulation under their breasts. The consumer had already been to the doctor who adjusted it, but they were still getting it. Currently the consumer was on group c on program 1 at 2.70 volts and stimulation was on. If stimulation was lowered it wasn't felt in the breast, but then it didn't cover the pain in the back. Another appointment was scheduled with the doctor for (B)(6) but the consumer couldn't wait that long.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer was reprogrammed to resolve the uncomfortable stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.